Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 2 of 2: reference MFR report number 3008829311-2017-00100. Patient has been implanted with a total of 3 drg leads, where 2 drg leads are from the same lot number (ab2105) and 1 drg lead is from a separate lot (ab2127). It was reported that the patient was experiencing ineffective stimulation due to lead migration. It was noted that x-rays were taken and confirmed that the l2 location lead had moved slightly and the l3 location lead had moved completely out of epidural space. It was noted at the time of surgery that the l4 location had also moved slightly. All three leads were removed and replaced. Patient has effective stimulation, post-operatively.